Event description:
The customer reported that the device failed the defibrillation test. There was no reported patient involvement.

Manufacturer narrative:
(B)(4): the customer reported that the device failed the defibrillation test. There was no reported patient involvement. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.